Event description:
Bone marrow biopsy complicated by difficulty in withdrawing the core of marrow from the trochar needle. The core appeared to be stuck/jammed at the distal end, requiring vigorous manipulation of sampling stylette. Unfortunately, the head to the core-sample stylette broke off. User had to withdraw the stylette with a set of surgical clamps, needless to say, the core biopsy of marrow suffered some crush artifact. Additonally, on two separate bone marrow biopsies, have experienced significant crush artififact in sample of bone marrow biopsy. This has occurred since user started using this particular new model of bone marrow biopsy needle.